Event description:
It was reported that pump displayed malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, confirmed that malfunction code did not recur after reset, and was advised to continue using pump and to call back if any malfunction code recurred.